Event description:
The customer reported that after sealing and cutting, the device jaws could not be re-opened. It is unk if the device was applied to tissue when this occurred. The knife of the device is reported as being extended from beyond the jaws. The site contact was not able to provide add'l details regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.